Event description:
It was reported "the hcp failed to fire the skin stapler (not firing) during use on patient for suturing". The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The returned stapler revealed that the front staples were severely misaligned. Visual examination revealed that the first staple loaded in the device was misaligned and bent. There was a staple on top of the rest of the staples in the cover block. This staple was manually removed prior to functional testing. Upon functional inspection, the first fire attempt resulted in the staple fully forming and releasing. After the first fire, the stapler jammed and was unable to fire any additional staples. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The sample was disassembled. Die casting anomalies were observed on the forming tool. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler(not firing) during use on patient for suturing". The patient's current condition is reported as "unknown".